Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. (1) unpackaged ar-6517c was received for evaluation. Visual inspection identified the arthrex logo on the lid had faded. Upon removing the lid, the internal trays were covered by a thin layer of a white powder. Although the composition of the powder is unknown, the faded logo could have resulted in an unsealed or degraded anodized aluminum surface, and oxidation of the aluminum could result in aluminum oxide deposition, a substance similar to the white powder encountered. The most likely cause of the reported failure is wear and tear.

Event description:
On (B)(6)2022, it was reported by a sales representative via sems that a ar-6517c instrument case is producing a white powder on the tray when segregating. This occurred during an unknown time, with no patient effect reported.